Event description:
Reporter alleged obtaining discrepant blood glucose result from a neonate blood sample of 199 mg/dl on inform system 1 compared back to back with a result of 89 mg/dl on inform system 3 when testing was performed within 10 minutes. Reporter stated that all of the readings obtained were done as a part of a correlation study from a lab sample in a lithium heparin tube. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3. Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 1.